Event description:
Customer's wife reported that the customer was hospitalized due to high blood glucose. Troubleshooting was performed and the insulin pump passed. No further information was provided.

Manufacturer narrative:
Analysis was performed and the insulin pump passed all functional testing. Including the seat, rewind, basic occlusion and occlusion tests.